Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. Unable to perform the occlusion test, prime test and excessive no delivery test due to a33 alarm. The insulin pump had normal operating currents and passed a21 error test, self-test, and the displacement test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap appeared normal. Customer's blood glucose was 259 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.